Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information a patient with a 27mm 7300tfx implanted six years, two months, underwent valve-in-valve procedure due to severe nonrheumatic mitral stenosis, moderate to severe mitral regurgitation, and thickened leaflets. Patient presented with worsening symptoms of dyspnea on exertion and lower extremity edema. A 29mm 9600tfx was implanted via transseptal approach inside the 27mm valve with good result. No complications were noted during the procedure. Patient was hemodynamically stable. This (B)(6) female patient has a history of hypertension, hyperlipidemia, severe pulmonary hypertension, coronary artery disease s/p CABG x 3 ((B)(6) 2013), coronary arteriosclerosis in native artery, chronic pulmonary heart disease, morbid obesity, pure hypercholesterolemia, nstemi ((B)(6) 2013), former smoker.